Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with a mixture of room temperature and cold insulin between 100-200 units. Additionally, it was reported that the customer observed many air bubbles in the infusion set tubing during a cartridge change and fill tubing process. The customer's blood glucose level ranged from 91-193 (mg/dl). The customer declined to reload the cartridge and will continue to monitor system performance.